Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right ventricular lead exhibited decreased sensing. Fluoroscopic image revealed that the lead was dislodged. The lead was repositioned. The patient's condition was good during and after the procedure.